Event description:
A patient treatment with the siemens primus linear accelerator was initiated in 6mv photon mode. The accelerator "beeped" continuously as if it was producing radiation, but no radiation monitor units were indicated on either the primary or secondary indicator. After approximately 10 seconds, the machine terminated with a "communication error." If the machine was producing radiation, the pt rec'd an estimated 42 cgy of excess radiation.